Event description:
Navigation to the aneurysm site was uneventful; no pre-dilation performed. Stent graft was deployed, and withdrawal of the delivery catheter was slowed by the angulation at the top of the aneurysm neck. The withdrawal was attempted three or four times, separating the distal portion of the delivery system (consisting of front tip and sheath) from the delivery catheter. The front tip and sheath unit were retrieved. The pt left the or in stable condition.